Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Patient folder exported from planning station normally onto the field service engineer's (fse) usb. No error message received. The fse then imported patient folder onto rosa pc. Folder opened normally. Surgeon then attempted to review patient plan, and MRI displayed as white box. Unable to see any detail of patient; adjusting contrast did not change display. Patient folder was deleted, and re-uploaded from same usb. Issue recurred, so the fse deleted patient folder, and then exported patient folder onto new usb, and re-uploaded onto rosa pc. MRI displayed normally following new import. Patient not in room. Delay of procedure was less than 15 minutes.

Manufacturer narrative:
A full analysis of the data logs has been performed, this analysis concluded that the incorrect display of the MRI exam was due to a transfer issue most likely provoked by an overused or too old usb key. However, data available on network do not confirm the issue, patient folder was opened and MRI exams were correctly display. Corrected data: b4 date of this report, g4 date received by manufacturer, h2 if follow-up, what type, h3 device evaluated by manufacturer, h6 event problem and evaluation codes, h10 additional narratives/data.

Event description:
Patient folder exported from planning station normally onto the field service engineer's (fse) usb. No error message received. The fse then imported patient folder onto rosa pc. Folder opened normally. Surgeon then attempted to review patient plan, and MRI displayed as white box. Unable to see any detail of patient; adjusting contrast did not change display. Patient folder was deleted, and re-uploaded from same usb. Issue recurred, so the fse deleted patient folder, and then exported patient folder onto new usb, and re-uploaded onto rosa pc. MRI displayed normally following new import. Patient not in room. Delay of procedure was less than 15 minutes.